Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr identified that the batteries were dead and required replacement to resolve the reported issue. The new batteries and device were tested and the device met manufacturer specifications.

Event description:
The customer reported that when turning on their vela ventilator, the ventilator boots up but the touch screen is blank. The customer reported that there was no patient involvement.